Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s cgm was reading 41 mg/dl. No bg meter comparison value was taken at this time. The patient self-treated with (3) sugar sodas, orange juice, and a peanut butter sandwich. The patient then began to feel dizzy, and his girlfriend took him to the emergency room (ER). At the ER, the patient¿s cgm was reading 41 mg/dl and it was reported no bg meter comparison value was taken initially. The patient ate more food as treatment. At an unspecified time later, the patient¿s bg meter reading was 377 mg/dl and the sensor was removed. The patient was treated with intravenous (IV) insulin and was then discharged home after approximately 4 hours. At discharge, the patient¿s bg meter reading was 177 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.